Manufacturer narrative:
(B)(4). Baxter medical assessment: dura-guard processing is identical to all tissue-guard processing (including vascu-guard), with one exception: the dura-guard product has a tighter limulus amebocyte lysate (lal = endotoxin testing) endotoxin specification as per the us pharmacopeia requirements. This lower lal threshold differs from those in the other tissue-guard products because dura-guard is used in contact with csf. Dura-guard device endotoxin specifications require <2.4 EU (endotoxin units) per device or <0.06 EU per ml. Peri-guard, peri-guard supple and vascu-guard specify <20 EU per device or <0.5 EU per ml. The reported aseptic meningitis is possibly associated with the use error of using peri-guard instead of dura-guard for the arnold-chiari duroplasty. Retraining is not required since this has already been discussed during the interaction of the medical information team with the reporting neurosurgeon. A follow-up report will be submitted upon receipt and completion of manufacturer's investigation.

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation and batch review could not be performed as sample and lot number was unavailable. No trend was identified. A field corrective action (fca #2014-069) was initiated in which a ¿dear health care provider¿ letter reminding clinicians to only use dura-guard for dural applications. Per synovis, with no sample returned, additional investigation or evaluation could not be performed. This case will be kept on file for trending purposes.

Event description:
It was reported to baxter customer service that a physician called stating his patient is experiencing headaches, periodic fevers at night, and nausea. Customer stated these symptoms appeared 1 week after neurosurgery involving pericardium bovine patch. No further information provided. Additional information received on (B)(4) 2014: the physician stated he had "fixed the headaches" and says the patient has periodic fevers every night that last a couple hours and then go away. The patient originally underwent surgery for treatment of type 1 chiari malformation. The physician diagnosed the patient's current condition as aseptic meningitis (inflammation of the meninges not due to microbial infection) and are currently treating the patient conservatively, no further surgery was performed. The physician stated the lot number is unavailable. No further information provided.